Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01093, serial/lot #: (B)(4), (B)(6) sftwr 3.1.7. A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed. The system software was reinstalled. The system then passed the system checkout and was found to be fully functional. Mfg. Date not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. There was no patient involvement. The surgeon reported the system motion control failed. No further information was provided. No complications were reported/anticipated.